Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿¿patient is in the emergency room with complaints of spinal headache, and also back pain due to stimulation firing off constantly. Patient does not have her controller to turn therapy off. Caller said patient had an epidural a week ago and patient is having spinal headache from it. Caller also mentioned that pain is caused by patient moving her head a certain way. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to redirected to nas to page mdt rep.